Event description:
It was reported that a patient presented to the hospital after receiving inappropriate shock for noise. Since the patients ef had improved, physician elected to program therapies off and continue to monitor the patient.